Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. Engineering analysis determined that the device power doesn't appear to be affected by the accolade hydrogen issue. It did show high rate atrial sensing episodes. High rate atrial sensing and signal artifact monitoring were the causes of the higher percent power number. To date, there is no intervention information available from the field and the device remains in service however, laboratory associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. No adverse patient effects were reported.